Manufacturer narrative:
Date rec¿d by MFR: 23aug2019. Date of report: 26aug2019. The hospital could not disclose the patients information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The manufacturer's technical services (ts) confirmed the reported issue. Discussed installation to include reinstalling the software options. Walked customer through option install, customer already had the option codes. Walked customer through resetting the sn and the hours. Customer to test the unit. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported errors unit shuts down backup alarm failed, ventilator restarted due to anomalies detected during operation,auxiliary alarm supply failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified: estimate used.

Manufacturer narrative:
Date rec'd by MFR: 13aug2019. Date of report: 15aug2019. The cpu pcba (central processing unit printed circuit board assembly) was replaced to address the reported problem. The replaced cpu pcba was returned and failure investigation was performed. The part was installed in the failure investigation test ventilator in an attempt to duplicate the reported problem. The reported problem could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.